Manufacturer narrative:
Unit passed self test, displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. Unit cannot properly connect to glucose sensor simulator, problem isolated to pcb 2. Unable to determine suspend [low sg] due to sensor anomaly.

Event description:
The customer reported via phone call that their insulin pump did received low battery alert prior to replace battery now alarm. The customer¿s blood glucose was unknown. This was the second occurrence of replace battery now alarm. Troubleshooting was performed for replace battery now alarm. The insulin pump will be returned for analysis.